Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the caregiver reported that the user¿s infusion set tubing was accidentally pulled out from the connector adapter. Assistance was provided to reconnect the tubing, insulin drops were confirmed, the cannula was filled, and therapy resumed. The user was reported to be all set, and no hospitalization or long-term health effects were reported.